Event description:
Out shopping when castor snapped. Client fell out of chair temporary loan chair issue whilst repair taking place.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occured in the (B)(6).